Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the spm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the system switched to battery power mid-procedure. The tse verified in the logs that the system had lost ac power. The tse asked the customer to check that the power switch was in the correct position, which it was. The tse then instructed the customer to move the power cable to a known good outlet, but the charging state remained off. The tse recommended a hard power cycle and emergency power off (epo) of the patient side cart (psc), the surgeon was unwilling to take those steps. The tse informed the customer that the battery was not intended for continued system use. The customer chose to continue on battery power and planned to call back once the battery reached one bar. After the case, the caller reported that the surgeon successfully completed the procedure, and the system was power cycled afterward. The system displayed one battery led charging. The tse reviewed the logs and found errors #417 and #418 on both master grip power supplies (mgps) coinciding with error #817, suggesting a likely loss of ac power rather than a failure of both mgps. The tse requested the caller inspect the ac power cord, but the caller did not observe any obvious signs of failure. A field service engineer (fse) was scheduled to follow up. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Procedure was completed on battery. Procedure was an inguinal hernia repair. Procedure was performed on 6/18/2025. Please refer to section a for additional information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A visual inspection did not reveal any issues related to the reported event. The spm was tested on the pca test system and started without any errors. The batteries were charged and discharged successfully, and when ac power was removed, the psc transitioned to battery operation as intended. The unit underwent 10 power cycles, all of which were completed successfully. The system was left idling for 30 minutes without any anomalies. The spm is fully functional, root cause is attributed to a defective spm component.